Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm® vollure¿ xc in the nasolabial folds and marionette lines/smiles lines as well as botox®. Hcp states the patient returned for a follow up appointment 6 days later after experiencing a granuloma. During the follow up the patient was treated with a massage to the left side of the mouth. One month later the patient returned to the hcp and was treated with 50u hylenex to dissolve the lump on the right upper nasolabial fold. 2 months later, the patient was treated again with 30u hylenex to a lump on the left nasolabial fold. During this appointment the hcp injected the patient with 1/2 a syringe of juvéderm® volbella® xc in the right nasolabial fold. Hcp states the patient took benadryl and claritin after the appointment. Hcp later reported they injected the patient with 300u hylenex 2 weeks later and "called in a medrol dose pack". No biopsy has been performed to confirm granuloma. Symptoms are ongoing. This relates to juvéderm® vollure¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.